Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 11.6mm vich11.6 implantable collamer lens, +06.00 diopter, during the same surgery due to the lens was stuck in the injection system and was implanted upside down during delivery into the patients right eye (od). There was no patient injury. The surgeon did not implant another icl lens. The cause of the event was due to user error.